Event description:
It was reported the patient¿s system was removed due to infection and they were treated with intravenous antibiotics. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).

Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was intractable facial pain.